Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a plaque shift occurred. The target lesion was in the circumflex artery (cx) with a 2.7mm reference vessel diameter and a 20mm target lesion length. Pre-procedure there was 80% stenosis and 0% residual stenosis post procedure. The liberte stent with a 2.75mm diameter and a 24mm length was implanted. An additional liberte stent (size not provided) was placed due to a plaque shift. The procedure was a technical success. No discharge information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.